Event description:
It was reported that during a laparoscopic sigma procedure, the stapleline was complete, but the surgeon was of the opinion that some staples were misformed. Therefore, the line was overstitched by hand as a precaution. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.